Event description:
Information was received indicating that this extension set exhibited leakage. It was noted that the tubing had not come apart and the medication was leaking at the connection. The medicaion was all over the pump and bag. The patient was not hooked up and there was no patient involved.